Event description:
Hospital reports foley catheter ch14 inserted in the operating room and remained in place for eight hours. The foley catheter could not be withdrawn, because the balloon couldn't be deflated. The balloon was deflated by inserting a 21 gauge spinal needle through the patient's urethra and the catheter was then removed from the patient's bladder. The patient was then transferred to the intensive care unit where pain medication was administered (specific pain medication is unknown). It was further noted the patient would return in one month to check for leftover remnants of the catheter balloon in the bladder.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. It was further reported there were seventeen additional incidents where the foley catheter balloon could not be deflated. It was reported all eighteen of these patients were uncomplicated obstetric cases giving birth with short stays in the operating room. Additional information was requested but, no additional event/patients have been provided to date.